Manufacturer narrative:
Based on supplier investigation, the device history record(DHR) review did not indicate any exception that could lead to the reported incident. The device history record for the lot number reported, 20210120-23-sh, revealed the product was finished on january 26th, 2021. The average linting data is 0.132g/10pcs. No sample was available for investigation. According to the supplier, or towel is made of cotton, so cotton fiber is born. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, no abnormal situation happened in production; therefore, the root cause could not be determined. The complaint information was shared with the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor trends for this type of incident.

Event description:
Customer reported clinical team opened open heart pack (scvhdodsnc) and reportedly saw blue lint from blue towel (pwtb04-stm) throughout pack components.